Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The conductor coils were deformed 205, 210, 334 and 670 mm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific received information that this left ventricular lead was exhibiting loss of capture. As a result, the device was programmed to right ventricular therapy only. Upon further investigation, it was revealed that the lead had dislodged. As a result, the lead was explanted. No adverse patient effects were noted.